Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was the account was using the lc800 clip cartridge base when they were loading the clips from the cartridge? No. What applier was being used with the lt200? Lc205.

Manufacturer narrative:
(B)(4). Concomitant medical products: corrected data: the following was omitted on the supplemental report. Additional information was requested, and the following was obtained: it was stated that all cartridges had problems either clips fell out or malformation when applying.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unknown. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: did not work properly: clips didn¿t close properly / were not properly to load. Can you please further clarify the statement you made regarding the clips "did not work properly. Clips didn¿t close properly / were not properly to load ". When the clips "did not close properly" was the clip fired upon tissue and would not close properly (meaning the clip was malformed in shape)? Or was the clip applier itself not able to be closed on the clip when attempting to load the clip into the jaws? Both; the clips were not easy to load properly into the device. A high failure rate was present during loading. Also, the plastic clip retainer was not tight enough to hold the clips for a proper loading. Those clips who were loaded had a high rate of malformation on the tissue. So, they decided to replace the current lot with a new one.

Event description:
During cv procedure, the lt200 clip didn¿t work properly. Also, some of the clip cartridge fell apart and clips were unable to load into the clamping device. There were no patient consequences.